Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as software error detected alarm. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history and during self test due to cracked solder joint on keypad assembly. Software error found in the device history due to software error.